Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: whisper, crossit, fielder xt. Stent: 2.5x15 xience xpedition stent. There was no reported device malfunction and the product was not returned. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure. The 2.25x15 xience xpedition is filed under a separate MFR report number.

Event description:
It was reported that the procedure was to treat an extremely tortuous distal left internal mammary artery (lima) to a left anterior descending (lad) artery. A balance middle weight (bmw) guide wire was advanced to the lima graft. A 2.25x15 xience xpedition stent delivery system (sds) was unable to cross the lesion. During removal of the sds, the stent and sds balloon separated from the sds and were unable to be retrieved from the vessel. A vessel dissection occurred in the lima. The patient had discomfort and st elevation. The patient has been re-hospitalized twice for two heart attacks due to the stent and balloon that remain in the patient's vessel. Reportedly, the bottom part of the patient's heart has died due to the stent and balloon in the vessel. The patient has been unable to return to work since the procedure. The patient is not a surgical candidate. No additional information was provided.